Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On oct 28, 2021 the customer returned pump for an alleged motor error alarm. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No motor error alarm noted. Motor passed motor test. (Not confirmed).

Event description:
Medtronic received information that motor error alarm occurred. There was no adverse impact or consequence reported as a result of this event.